Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Patient stated fiasp insulin was used with the omnipod system which is considered off-label use. The marketed and released device is only intended to be used with specific u-100 insulin from the below referenced brands. This user warning is in the applicable labeling as referenced below: omnipod insulin management system ¿ user guide: model: ent450. 14518-5c-aw rev e 03/16. Introduction / page 10. Warning: the omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novorapid, humalog®, or apidra®. Novorapid is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.

Event description:
It was reported that patient's blood glucose levels reached 15.5 mmol/l (280 mg/dl) while wearing the pod one day on the hip. The patient noted the cannula was bent. A manual insulin injection was administered to treat the hyperglycemia.

Manufacturer narrative:
The returned device was evaluated and performed as designed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. No issues were noted that would cause high blood glucose levels. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. The root cause of the alarm could not be determined.